Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer. The video baton 2.0 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 and confirmed the reported "no image" issue. When connected to known, good, test equipment, the video baton 2.0 would only produce green static on the test monitor display. The camera image quality test was performed and failed. Since the glidescope video baton 2.0 large is not repairable and a replacement was already provided to the customer, the video baton 2.0 used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would disappear. The customer was able to isolate the image disappearance to the video baton 2.0. The procedure was completed using a backup glidescope video baton 2.0 large, which was made available in less than five (5) minutes.